Event description:
Patient presented to the physician with redness and purulent drainage from the chest incision site. Cultures were taken, and the results returned positive for a staph infection. Physician prescribed oral antibiotics.